Event description:
The customer reported that "during preventive maintenance the unit failed the power fail alarm test." The customer reported the unit was not in use on pt.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.